Event description:
The patient contacted lifescan and alleged the one touch ultra meter was reading inaccurately erratic. The readings were 155 mg/dl, 253 mg/dl and 177 mg/dl within 10 minutes. This does not meet lifescan's criteria for precision. The patient did not seek medical attention. The customer care representative performed troubleshooting and twice the control solution test was not within range. (135 and 137 mg/dl range 100-135mg/dl) the event is reported as a product malfunction due to precision and control solution falling. The control solution and the test strips were replaced and return is expected.